Event description:
It was reported the patient presented in clinic. Upon interrogation, it was discovered the pacemaker that was exhibiting failure to capture during auto-capture testing. Programming changes were performed. The patient was in stable condition.